Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter inside syringe. Dead gnat inside syringe. IV room technician quarantined the syringe when they saw particulate matter.

Manufacturer narrative:
(B)(4) follow up for device evaluation a dead gnat was reported to be present in the syringe. To support the investigation, one sample in an opened blister package was received by the quality team for evaluation. The sample was visually inspected at 10x magnification, and the presence of an insect within the syringe was confirmed. No additional defects or imperfections were observed. This condition could occur if an access door were left open, allowing an insect to enter the manufacturing area without being detected by pest control. A device history record review was completed for material number 309653, lot 5265886. The review did not identify any quality issues detected during production of this lot that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections met applicable specification requirements. The sample will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and returned sample analysis, the customer reported condition is confirmed.